Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this single coil implantable defibrillation lead exhibited high out of range shock impedance measurements. It was noted the patient has not received a shock since implant. An increase in the out of range impedance alert threshold was planned. No adverse patient effects were reported.